Manufacturer narrative:
(H3,h6) medtronic representative went to the site to test the imaging system and completed this work order on different case as performed execution of fa1542 actions - imaging system tbl: upgrading the detector 4030dx firmware (d01547957). B01,c10,d18,g07001 are applicable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that during procedure it was found that an image artifact was appearing when taking a normal 3d scan. The representative rebooted the system and retook the exams, and the artifact appeared to go away. The representative was able to take photos of the artifact and sent them to ts. After further inspection of the images provided ts determined the artifact appeared to be consistent with the "fa1542 - imaging system detector panel firmware upgrade" issue. Navigation aborted and no additional information was provided.